Event description:
Information received indicates a nurse was at the foot end of the bed cleaning the patient. When the patient leaned on the right foot siderail, the siderail came down and the patient fell. The patient bumped their nose. No treatment for the patient was reported.

Manufacturer narrative:
The hill-rom technician investigated, tested all of the beds siderails and could not duplicate the failure.